Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The investigation determined a conclusive cause for the reported stent break cannot be determined. The reported difficulties possibly caused/contributed to the reported dizziness, however a conclusive cause and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure as reportedly a stent was implanted to treat the broken stent. The reported patient effect of dizziness is not listed in the exact carotid stent system information for prescribers as adverse events potentially associated with carotid stents and embolic protection systems, however dizziness is listed in the white paper for patient effects synonymous, secondary, general, as a general patient effect. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event is estimated as 01/08/2025 d4: a partial UDI was provided as the lot number is not known d6a - implant date is estimated as (B)(6) 2024.

Event description:
It was reported that in (B)(6) 2024 the exact carotid stent was implanted. Around (B)(6) 2025 (estimated date), the patient experienced dizziness and it was found on ultrasound and CT scan that the stent was fractured. On (b)(60 2025 a stent was implanted to treat the broken stent. The procedure went well and the patient is doing well post procedure. No additional information was provided.